Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number: 383322 and lot number: 2067695. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1. Specific operation and usage: when the nurse in the thyroid and breast surgery ward placed an intravenous indwelling needle on the patient, he found suspicious floc on the tip of the indwelling needle. 2. Adverse events: there is foreign matter in the needle of the indwelling needle and cannot be used. 3. Impact on victims: it has not been used on patients and has no impact. 4. Treatment measures taken and results: immediately replace the indwelling needle and carefully check whether the indwelling needle is intact before each operation to avoid harm to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1. Specific operation and usage: when the nurse in the thyroid and breast surgery ward placed an intravenous indwelling needle on the patient, he found suspicious floc on the tip of the indwelling needle. 2. Adverse events: there is foreign matter in the needle of the indwelling needle and cannot be used. 3. Impact on victims: it has not been used on patients and has no impact. 4. Treatment measures taken and results: immediately replace the indwelling needle and carefully check whether the indwelling needle is intact before each operation to avoid harm to the patient.